Event description:
The customer contact reported a delay of therapy during an alarm condition. At 1100, the device was obtained in order to deliver unspecified doses of levophed, neo-synephrine, pitressin, and nimbex. The pt was to be transported to the nuclear medicine department for a teg (thromboelastogram) brain scan. When the device was unplugged from the ac outlet, the pump alarmed "low battery". The levophed and neo-synephrine were given IV push to "maintain the pt's blood pressure."